Event description:
Note: this report pertains to the third of four individual pt grounding pads. Refer to MFR report #s: 3005099803-2008-01300, 3005099803-2008-01301, and 3005099803-2008-01302 for details regarding the three additional grounding pads. Refer to MFR report #3005099803-2008-01298 for details regarding the rf 3000 generator. It was reported to boston scientific corp on 6/27/08 that an rf ablation procedure was performed on the day before. According to the complainant, "during the procedure, the generator was not registering that the pads were overheating which caused blistering/burn on the pt." Follow-up info ascertained by a bsc sales rep clarified the event with the following: the pt burn was noted after the rf ablation procedure; and the console (generator) did not display any error code. There was no indication from the complainant of any burn treatment provided to the pt.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been returned. A device analysis cannot be performed, therefore, the cause of the reported event is undetermined.